Manufacturer narrative:
The reported issue (swollen probe tip) was confirmed. It was observed the displayed ultrasonic image was abnormal due to peeling (bulging) of the ultrasonic probe surface. In addition, service found the bending angle was out of specification due to wear of the angulation wire, there was play in the angulation knob due to wear of the angulation wire, there was a leakage due to wear of the forceps lever, and the adhesive on the bending section cover was peeled off. Scratches were observed on switch button#: 1 and the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was swelling on the tip of the ultrasonic probe. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, during the channel insertion inspection, it was observed the channel cleaning brush was dirty, indicating there was foreign material in the channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 11 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use (IFU): "wear endoscope tip, soft part, curved part, manipulation part, universal code, and scope connectors without hitting or dropping. Also, do not bend, pull or twist with strong force. The device may be broken, causing injury to the body cavity, resulting in burns, bleeding, perforation, or dislodgement of parts. Do not forcibly hang the angle, operate the angle suddenly, pull or twist while the angle is engaged. The body cavity may be damaged, bleeding or perforation may occur. Angles may not return during the test." Olympus will continue to monitor field performance for this device.